Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that a stent positioning/placement problem occurred. The target lesion was located in the iliac artery. A 9x100x120 epic¿ stent was advanced for treatment. However, when the stent was deployed, it was noted that it was jumping forward too much and it moved forward out of the target lesion. The procedure was completed with this device. No patient complications were reported and the patient's status was good.